Event description:
It was reported, that a detached or missing sensor wire occurred. Data was received, but not investigated as data will not confirm, the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).